Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the capsule was in the proximal esophagus not attached. The pt was not injured following the procedure.